Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated age - reported to be (B)(6). Estimated date of the event, exact date was not provided. The safety and effectiveness of the proglide device have not been established in patients who are morbidly obese. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted in a morbidly obese patient using a proglide device after a coronary and peripheral diagnostic procedure. Reportedly, the physician parked the foot to remove the device from the patient's groin and felt resistance. Forceps were used to open the tissue track and remove the device. The foot was caught outside the device when the lever was returned to its original position to park the foot. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicates the physician stated that although the foot was caught outside the device and in the open position, the foot was in one piece.